Event description:
Knots untying. Customer stated the suture did not hold the knots. The surgeon made a square knot then repeated throws, at the end of the knot the surgeon noticed it was coming undone. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.